Manufacturer narrative:
Additional information: section h imdrf annex codes correction: section d concomitant med prod data, section g report source upon investigation of this incident, the technical support specialist (tss) confirmed that the customer had identified the issue as epic-related. No further investigation was required for this device. The system functioned as intended after the issue was resolved.

Event description:
It was reported that when using the bd pyxis¿ es server the medication does not appear in pyxis es pharmacy formulary search. The customer reported that there was a delay in dispensing the medication. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. D4 & h4: serial number, unique device identifier and manufacturer date not available.

Event description:
It was reported that when using the bd pyxis¿ es server the medication levothyroxine was missed from the formulary. The customer reported that there was a delay in dispensing the medication. There were no adverse events or injuries reported based on this event.